Event description:
It was reported that during a device change when the pocket was opened up the physician noticed the pins were not intact and could move. When the new pacemaker was connected there were high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The device was programmed to unipolar pace and sensing for both leads and impedances were within range. Then the device was put in the pocket. The patient is not dependent on therapy. The physician realizes that both the right atrial (ra) and right ventricular (rv) lead are not reliable long term. At this time, the system remains in service. No adverse patient effects were reported.